Manufacturer narrative:
It was reported that the ventilator generated error for disabled valves which indicates stop of ventilation. The hospital did not approve the service offer. No device logs or other information has been received. No further issues have been reported. This information is not specific enough to point to any particular fault. The only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4119

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated error for disabled valves. The patient involvement is unknown. Manufacturer ref.#: (B)(4).